Manufacturer narrative:
(B)(4). H6: health effect - impact code- 4645 prophylactic treatment. H11: labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction on (B)(6) 2024. The sensor was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness extending beyond the patch perimeter. The patient stated he had soreness in the area, and it looked infected. According to the patient, on (B)(6) 2025, the patient was at a routine endocrinologist visit and had the insertion site check and was informed that the redness was a foreign body reaction to the sensor wire, and it was not an infection. The patient was prescribed an oral antibiotic medication prophylaxis (keflex 500 mg capsules, three times a day for 10 days). At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional event or patient information is available.